Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture and slow balloon deflation occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. After an intravascular ultrasound (ivus) was performed, pre-dilation was performed with a 3.75mmx12mm nc emerge® balloon catheter and inflated twice at 18 atmospheres. Subsequently, a non-bsc stent was deployed to the lesion. Then a nc emerge® balloon was re-wrapped and re-inserted for post dilation. However, on the 3rd inflation at 24 atmospheres, the balloon ruptured and contrast media leakage was noted at the proximal site. The physician applied negative pressure with an indeflator, but the balloon was not deflated sufficiently and it was confirmed with the rest of the contrast media. The syringe was exchanged to another 30cc syringe and negative pressure was applied again. However the balloon was not deflated sufficiently after all. At first, the blood was about to enter into the syringe, but did not eventually enter inside the syringe. The physician retrieved the balloon into the guiding catheter and both were removed together outside the patient¿s body, and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter with a stopcock attached to the hub. There was blood in the inflation lumen and balloon. Microscopic examination presented no damage or irregularities in the balloon material. The balloon was loosely folded and deflated when received. Microscopic examination presented no damage or irregularities to the markerbands, the bonds, the manifold and in the hypotube. Microscopic examination of the shaft revealed that the outer shaft was expanded 0.4mm ¿ 5.2cm from the proximal balloon bond. With a shaft burst 0.4mm - 0.8mm from the proximal balloon bond. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the shaft burst and the balloon would not inflate. Since the balloon would not inflate, it was not possible to test the for the slow balloon deflation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "do not exceed the balloon rated burst pressure. Refer to table 2 or the balloon compliance chart.¿ table 2 for the balloon compliance within the dfu lists 20 atm as the rbp for 3.75mm diameter devices. (B)(4).

Event description:
It was reported that balloon rupture and slow balloon deflation occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. After an intravascular ultrasound (ivus) was performed, pre-dilation was performed with a 3.75mmx12mm nc emerge balloon catheter and inflated twice at 18 atmospheres. Subsequently, a non-bsc stent was deployed to the lesion. Then a nc emerge balloon was re-wrapped and re-inserted for post dilation. However, on the 3rd inflation at 24 atmospheres, the balloon ruptured and contrast media leakage was noted at the proximal site. The physician applied negative pressure with an indeflator, but the balloon was not deflated sufficiently and it was confirmed with the rest of the contrast media. The syringe was exchanged to another 30cc syringe and negative pressure was applied again. However the balloon was not deflated sufficiently after all. At first, the blood was about to enter into the syringe, but did not eventually enter inside the syringe. The physician retrieved the balloon into the guiding catheter and both were removed together outside the patient's body, and the procedure was completed. No patient complications were reported and the patient's status was good.